Event description:
It was reported that this lead exhibited high out of range impedance measurements. Boston scientific technical services (ts) confirmed that this system recorded one signal artifact monitoring (sam) episode. It was also identified that there were false atrial tachy response (atr) due to noise from lead safety switch (lss). Ts suggested further testing. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead exhibited high out of range impedance measurements. Boston scientific technical services (ts) confirmed that this system recorded one signal artifact monitoring (sam) episode. It was also identified that there were false atrial tachy response (atr) due to noise from lead safety switch (lss). Ts suggested further testing. This lead was explanted and replaced. No additional adverse patient effects were reported.